Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet, resulting in the pump shutting down. The customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 1000 mg/dl. Customer was treated intravenously with fluids of saline and insulin and also an glucagon injection to address their bg. Customer was released from the hospital on 4/7/2024 with issue resolved and no permanent damage. A replacement pump was sent to the customer to resolve the issue.